Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: confirmed superficial damage to the outer silicone jacket. Also during the analysis of the log files, an incidental finding of multiple driveline disconnections was observed and the cause could not be determined. The evaluation of (B)(6) confirmed driveline wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. The analysis of the log files submitted by the account also confirmed isolated low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Lastly, the analysis of the log files provided by the account confirmed driveline disconnect alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2021. The files captured low speed and pump stop events throughout the duration of the files while the patient was supported by the power module and battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Isolated low flow alarms were also observed on (B)(6) 2021. The account communicated that the cause for the low flow alarms could not be confirmed as the hospital could not provide the records. Lastly, several driveline disconnect alarms were observed within the files; however, a specific cause could not be determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal end of the driveline was returned measuring approximately 36¿. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned detached from the device. A glove tip was attached to the distal end of the sealed outflow graft. The sealed outflow graft bend relief was returned in two segments. Lastly, the bend relief collar was also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The pins of the metal connector appeared free from deformation. Clear rescue tape was observed around the bend relief of the driveline, and around part of the metal connector. Removal of the rescue tape revealed a tear adjacent to the metal connector. No damage was observed to the bionate layer. The metal braided shield breakdown was consistent with the duration of the patient¿s use; however, severe breakdown was observed approximately 8.5 to 9¿ and 12.5 to 13.5¿ from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the red wire at approximately 9.5¿ from the pump housing, exposing the inner conductors. Additionally, breaches were also observed to the brown and green wires approximately 10¿ from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three phase motor, where each phase is powered by two redundant wires; the green wire represents one of the wires of phase 1, the brown wire represents one of the wires of phase 2, and the red wire represents one of the wires of phase 3. If the exposed conductors of any damaged wire contacted the braided shield while operating on a grounded power source (such as the power module or mobile power unit), the resulting short to ground would have resulted in pump stop events. If the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable, the resulting electrical phase to phase short would have resulted in pump stop events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. D. Is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange from heartmate 2 to heartmate 3 on (B)(6) 2021. Related manufacturer report numbers: 2916596-2021-01610, 2916596-2021-02611.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2017 via customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. B. Is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines (percutaneous leads) have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that several motor stop and pump off alarm occurred. The site states that the patient has an hmii (heartmate ii) with epc, and since they suspected a driveline defect, the customer changed it to pocket controller (pc) to detect a driveline fault. The pc used belonged to a different patient who had a heart transplant on (B)(6) 2020. Log file analysis observed pump stops that happened while attached to batteries and also on power module (pm), which is a phase to phase short that occurred. Updated information form the site states that the epc of the patient failed to restart at the hospital which was the reason to change it to spare pocket controller from a previous patient, so only data on (B)(6) 2021 was retrieved for this patient. The first pump stop event had been reported on (B)(6) 2020 and asked patient to change to batteries and did not report pump stop since using batteries. Patient reported several pump stops on (B)(6) 2021 and was admitted to hospital. The pump stopped when changed position. Additional information on 21mar2021 stated that there were several pump stoppages since (B)(6) 2021. As previous noted, there were no driveline fault that occurred, but pump stop occurred while attached to battery and power module, this is phase to phase short. Log file analysis confirmed multiple pump stops while on power module and on batteries. It was recommended to immobilize the percutaneous lead. Additional information on 22mar2021 stated that patient reported heat over suspicious site on (B)(6) 2021. There was no pump stop after that event. Log file analysis observed pump stops and low speed drops on (B)(6) 2021 while on power module and batteries. There were low flows that occurred continuously on (B)(6) 2021 from 1:36 to 6:23. There have been elevated powers and flows that were well above normal parameters. This is usually caused by something passing through the pump and building up on the rotor. Additional information on 24mar2021 stated that patient preferred to received a heart transplant and was listed on heart waiting list 1a, but the site has also prepared for pump exchange in case frequent pump stoppages. Patient reported one pump stop. Log file analysis observed a pump stop which occurred while on batteries. There were no other unusual events.